Event description:
I saw this pt on (B)(6) 2016 for swollen eyelids and inflamed eyes. She had purchased contact lenses locally from a (B)(6) store, and upon insertion of those lenses, she immediately felt pain in her eyes. The store that sold her the lenses only sold her contacts without fitting them and without training her on lens wear. (B)(6) store contact lenses used (B)(6) 2016 by patient very briefly before requiring her to see a doctor to treat the resulting inflammation and infection. Pt was treated with augmentin 500mg tabs for lid swelling and topical fluorometholone to reduce ocular inflammation.